Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.

Event description:
Customer reported the spin collar came off the distal luer on the IV set on a pt in the picu. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.